Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to inflate and balloon rupture were confirmed. Based on visual and functional analysis of the returned device and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty or balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a narrow lesion in the mid circumflex with mild tortuosity, mild calcification and 90% stenosis, a stent was implanted successfully. A 2.5x8 mm voyager nc coronary dilatation catheter (cdc) was advanced without resistance and inflated for post-dilatation of the implanted stent; however, the balloon could not fully expand when inflated at 18 atmospheres and a balloon rupture was suspected. The 2.5x8 mm voyager nc cdc was withdrawn without resistance from the patient anatomy and a new voyager nc cdc was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.